Manufacturer narrative:
The hospital had possession of the device; therefore, would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited low right ventricular (rv) impedance measurements, rv noise and loss of capture. A revision procedure was performed, and the patient's rv lead was not tested via the pacing system analyzer (psa) during the revision. The patient's rv lead was surgically abandoned, and this device was explanted and replaced to avoid an additional procedure for the patient in the future. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that rv undersensing was also observed. No additional adverse patient effects were reported.